Event description:
During a follow-up in clinic, there was decreased sensing and an increased capture threshold noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the device had migrated in the pocket and caused both the rv and right atrial (ra) leads to dislodge. A surgery was performed to address the dislodgement and the sensing value of the ra lead decreased. Both leads were then explanted and replaced. When the new leads were being reconnected to the old device, the rv lead could not be placed in the device header, so the device was also replaced. The patient was stable following the procedure and suffered no adverse consequences due to the event. Related manufacturer report numbers: 2938836-2018-10423, 2938836-2018-10424.

Manufacturer narrative:
As received, interrogation of the device revealed the device was above eri. Telemetry, sensing, pacing, pli, hvli, patient notifier, hv shock and hv impedance were tested. No anomaly was detected. A torque driver was unable to engage the rv df4 set screw during testing. The set screw was found to be completely backed out from the set screw threads. Septum material was observed inside the set screw hex cavity. When the screw was re-engaged with the connector block, the screw operated normally in affixing a lead to the device. The device's functionality was bench tested; the test leads were fully inserted and secured without difficulty. The reported event of rv lead insertion difficulty was verified in the lab.